Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the intervention the existing device was removed. No information was provided about the patient's outcome.